Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. (B)(4).

Event description:
It was reported that patient presented with hip pain and instability. CT revealed some osteolysis behind cup. Initial plan was to remove cup and assess damage. Upon dislocation, found stem was loose. Stem was removed easily by hand. Opted to put in reclaim revision stem and swap out the liner in the cup to a duraloc constrained. Cup was left in due to solid fixation. The loosening was at bone to cement interface. Doi: unknown. Dor: (B)(6) 2019; right hip.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.